Event description:
The tip detached from the us-1401 after an attempt to retrieve the tip of a cook single lumen catheter. The tip of the catheter stretched out and broke due to the silicone sticking between the us-1401 wire and catheter. A second attempt of retrieval was to snare the tip of the us-1401 wire that detached after.